Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation. During visual evaluation, no kinks noted to the catheter shaft, no anomalies to the luers/y-body. During functional evaluation, an in-house presto inflation device was used to inflate the balloon, and water was noted leaking from catheter shaft. Under microscopic examination, a tear was noted to the catheter shaft. No other functional testing performed. Therefore, the investigation is confirmed for the reported leak and identified material split, cut or torn as a tear was noted to the catheter shaft from which the water leaked. The tear identified in the catheter shaft might have been the cause of the reported leak. However, a definitive root cause for the reported leak and identified material split, cut or torn could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the hub of the pta balloon allegedly had a leak during inflation. The procedure was completed using another device. There was no reported patient injury.